Manufacturer narrative:
At this time no conclusions can be made regarding the bard / davol flat mesh (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard / davol flat mesh (device #1). An additional emdr was submitted to represent the bard / davol flat mesh (device #2) and the bard/davol flat mesh (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2004, and (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1), (device #2) and (device #3). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the three (3) bard mesh (device #1), (device #2) and (device #3). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.